Manufacturer narrative:
The customer has not requested a return good authorization (rga) for analysis of the suspect device/component. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the fraction of inspired oxygen (fio2) was set at 21 percent however, the fio2 monitor and the deliver fio2 were 80 percent while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.